Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the lesion and a hematoma occurred. The target lesion was 85% stenosed and located in the left anterior descending artery (lad). During treatment with the oad, the device became stuck in the lesion. Multiple methods were used to attempt to remove the device, however the device was unable to be removed. An additional access site was created to the left femoral artery and the lesion was expanded using balloon angioplasty to remove the oad. Following removal of the device, imaging was performed and a hematoma was noted. The procedure was completed with balloon angioplasty and there were no patient symptoms reported. Following review of images following the procedure, it was the opinion of the physician that the hematoma was caused by a perforation.